Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis unspecified in a (B)(6) male coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient developed peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. On (B)(6) 2011, remedial treatment of injection reflin (1gm, once daily, route unknown) and injection fortum (1gm, once daily, route unknown) were started to treat the peritonitis. At the time of this report, the patient's outcome was unknown. The nurse did not believe that the peritonitis was related to the dianeal pd2 ultrabag.